Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (ess205) (batch no. 12256622, 12248788) inserted for female sterilization. The patient's past medical history included anxiety, edema, pregnancy, deep vein thrombosis and genital prolapse. Concurrent conditions included low back pain, radiculopathy, depression, esophageal reflux, hyperlipidemia, spondylolisthesis, anxiety, hyperlipidemia, herpes nos, menorrhagia, nicotine dependence, osteopenia, trigeminal neuralgia, uterine prolapse, irritable bowel syndrome, benign neoplasm and menopause. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (vaginal hysterectomy and left salpingo-oophorectomy to remove the essure implant.). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). The reporter commented: placement revealed 15 coils of essure protruding into the uterine cavity. She need additional surgery. Diagnostic results: on (B)(6) 2004,normal appearing uterine cavity with somewhat septate or arcuate configuration, both fallopian tube ostia visualized, essure placement with right side showing 15 coils, left side showing 12 coils. She undergo an essure confirmation test. On (B)(6) 2015, grossly normal-appearing uterus and bilateral adnexa. Small adhesion of epiploica to left adnexa. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received. Lot number added. Historical conditions, concomitant conditions and lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. In (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery to remove the essure implant in (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). The reporter commented: she need additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (ess205) (batch no. 12256622-inv, 12248788) inserted for female sterilisation. The patient's past medical history included anxiety, edema, pregnancy, deep vein thrombosis and genital prolapse. Concurrent conditions included low back pain, radiculopathy, depression, esophageal reflux, hyperlipidemia, lumbar spondylolisthesis, anxiety, hyperlipidemia, herpes nos, menorrhagia, nicotine dependence, osteopenia, trigeminal neuralgia, uterine prolapse, irritable bowel syndrome, benign ovarian cyst and perimenopause. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (vaginal hysterectomy and left salpingo-oophorectomy to remove the essure implant.). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). The reporter commented: placement revealed 15 coils of essure protruding into the uterine cavity. She need additional surgery. Diagnostic results: on (B)(6) 2004,normal appearing uterine cavity with somewhat septate or arcuate configuration, both fallopian tube ostia visualized, essure placement with right side showing 15 coils, left side showing 12 coils. She undergo an essure confirmation test. On (B)(6) 2015, grossly normal-appearing uterus and bilateral adnexa. Small adhesion of epiploica to left adnexa. Lot number 12256622 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (ess205) (batch no. 12256622-inv, 12248788) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety, edema, pregnancy, deep vein thrombosis and genital prolapse. Concurrent conditions included low back pain, radiculopathy, depression, esophageal reflux, hyperlipidemia, lumbar spondylolisthesis, anxiety, hyperlipidemia, herpes nos, menorrhagia, nicotine dependence, osteopenia, trigeminal neuralgia, uterine prolapse, irritable bowel syndrome, benign ovarian cyst, perimenopause, overweight and uterine cervical metaplasia. Concomitant products included alprazolam (xanax) and desvenlafaxine succinate (pristiq) since 2008. On (B)(6) 2004, the patient had essure (ess205) inserted. In 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). In (B)(6) 2004, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In 2005, the patient experienced night sweats ("night sweats"), depression ("depression"), anxiety ("anxiety"), fatigue ("fatigue"), gastrooesophageal reflux disease ("gerd") and mood swings ("mood swings"). In 2006, the patient experienced weight increased ("weight gain"). In 2009, the patient experienced vision blurred ("glasses - blurred vision cloudy"). On an unknown date, the patient experienced urinary tract infection ("urinary tract infection"), cystitis ("bladder infection"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary disorder"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), skin cancer ("tumor / teratoma / cancer type: face"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("wrong cramping") and adnexa uteri pain ("ovaries hurting"). The patient was treated with surgery (vaginal hysterectomy and left salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain and abdominal pain had resolved and the night sweats, vaginal haemorrhage, menorrhagia, urinary tract infection, cystitis, depression, anxiety, bladder disorder, urinary tract disorder, nausea, dysmenorrhoea, dyspareunia, skin cancer, vaginal discharge, vision blurred, fatigue, weight increased, gastrooesophageal reflux disease, back pain, mood swings, abdominal pain lower and adnexa uteri pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, anxiety, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, menorrhagia, mood swings, nausea, night sweats, pelvic pain, skin cancer, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure (ess205). The reporter commented: placement revealed 15 coils of essure protruding into the uterine cavity. She need additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2004: total bilateral occlusion on (B)(6) 2004,normal appearing uterine cavity with somewhat septate or arcuate configuration, both fallopian tube ostia visualized, essure placement with right side showing 15 coils, left side showing 12 coils. She undergo an essure confirmation test. On (B)(6) 2015, grossly normal-appearing uterus and bilateral adnexa. Small adhesion of epiploica to left adnexa. Lot number 12256622 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2018: plaintiff fact sheet received. New reporters and reporter information added. Plaintiff demography added. New events: night sweats, abnormal bleeding (vaginal, menorrhagia), urinary tract infection, bladder, depression / anxiety, bladder or urinary problems or changes, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), tumor / teratoma / cancer type: face, glasses - blurred vision cloudy, fatigue, weight gain, gerd, abdominal pain, back pain, vaginal discharge, cramps, mood swings, ovaries hurts were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.